Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited high out of range pacing impedance measurements greater than 2,000 ohms, non-detection and pacing inhibition. The patient was suspected to suffer from twiddlers syndrome. Fluoroscopic imaging revealed a lead fracture. An invasive procedure was performed. The lead was surgically abandoned and replaced with another manufacturer's lead. The device remains implanted and in service. No additional adverse patient effects were reported.